Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: d314trg implantable cardioverter defibrillator, (B)(6) 2012; 6947 implantable tachy lead, (B)(6) 2009. (B)(4).

Event description:
It was reported that the left ventricular (lv) lead showed high thresholds on the remote transmission. The lead remains in use. No patient complications have been reported as a result of this event.